Event description:
It was reported that the user had been hospitalized for a heart complication and was disconnected from the ilet; upon attempting to resume use at home with a dexcom g7, the ilet displayed prompts to connect a cgm or enter a blood glucose and then ¿pairing with sensor,¿ followed by ¿start sensor,¿ with difficulty entering the sensor code until a forced restart via the ilet mobile app enabled successful entry of pairing code 7643 and subsequent operation. Symptoms included hyperglycemia, with reported fingerstick values of 337 mg/dl and later 319 mg/dl. Outcomes included dosing interruption with reliance on cgm pairing to resume automated therapy. Investigation included remote technical troubleshooting, visual confirmation of the ilet display via photo, and device restart through the mobile app. Investigation of this case revealed successful resolution after the forced restart, restoration of sensor pairing, and no evidence of physical damage to the ilet display; no device malfunction was confirmed once pairing and data entry proceeded. It was concluded, based on previously established findings for similar reports, that the most likely cause was connectivity and setup issues between the ilet and dexcom g7 that resolved with device restart and correct code entry.